Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). Investigation results: one lighttrail reusable 270um laser fiber was returned in one piece. The piece measured approximately 339.4 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 3.5 mm and appeared fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It was likely that due to the fracture within the connector that the aiming beam would not be able to pass through the connector, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 270um laser fiber used in a retrograde intrarenal surgery procedure performed on (B)(6) 2019. Reportedly, the laser settings was 300 millijoules and 8 hertz. According to the complainant, during the procedure, there was no aiming beam coming out from the laser fiber after it was inserted . The settings was adjusted, plugged and uplugged and trimmed the fiber but still there was no aiming beam observed. The procedure was completed with another lighttrail reusable 270um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector and fiber tip detached.